Event description:
It was reported by the edwards territory manager that during the transfemoral deployment of a 23mm sapien valve the cardiologist inadvertently pulled back the transvenous pacing lead instead of the pigtail causing a loss of pacing capture and the valve ejected into the sinus of valsalva (sov). Reportedly there was minimal calcification of the aortic root; therefore the valve could be brought into the proximal thoracic aorta and fully deployed. A second 23mm valve was prepared and successfully deployed within the native annulus. The patient was transferred to recovery in stable condition. Additional information noted there was moderate native valve/leaflet calcification and mild aortic root calcification. The degree of mitral annular calcification (mac) and septal hypertrophy is unknown. The lv ejection fraction was 50%. The coaxial alignment of delivery system and valve was reported to be good; however the image intensifier angle was not reported. Ventilation was held during valve deployment and as reported there was loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however, as reported, there was a loss of pacing capture during valve deployment which likely contributed to the embolization of the valve into the aorta. Additionally, patient factors (moderate native leaflet calcification and preserved lv function) could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.